Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported event was confirmed. It was found that the probe broke 9mm from the tip. Other evaluation findings are as follows: there were scratches around the broken part; the tissue pad was severely worn; and a part of the grip had fallen off and gone missing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the instrument displayed a u504-probe failure abnormality error during an appendectomy procedure. The tip of the device broke off outside the body cavity; there was no internal shedding, and none of the parts fell inside the body. The procedure was completed with a two to three minutes delay using a replacement device. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Patient health was not impacted as a result of the 2-3 minute procedural delay. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, based on the actual product inspection results and past investigation results, it is possible that the probe dropout and tissue pad dropout you mentioned occurred due to the following mechanism(s). 1. Because ultrasound was output while the tissue was being grasped at the tip of the grip, the probe and tissue pad came into contact with each other at the rear end of the grip, causing severe wear on the tissue pad. 2. Due to wear of the tissue pad, the grip and probe came into contact. 3.contact marks were generated because the ultrasonic wave was output while the grip and probe were in contact. 4. Due to the ultrasonic output and the load of grasping the tissue, cracks were generated starting from the contact marks. Also, a probe damage error (error code: u504) occurred. 5. Some kind of load was applied to the probe and tissue pad, causing it to break. The event can be detected/prevented by following the instructions for use which state: "do not close the gripping part and output when nothing is grasped between the grasping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. Do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When treating living tissues or blood vessels, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.